Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during large nodule fracture procedure, the spider2 could not be fixed when the footswitch was released. Repeated turning the power on and off, replacing and reattaching the battery pack, but the spider2 could not fixed. The motor did not work. The power lamp was on. After 45 minutes, the battery was reattached to the spider and the motor started. The procedure was completed with a competitor device with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. The piston migration was at 1.8 inches. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.